Event description:
Rn opened "port dressing with chg" [chlorhexidine gluconate] kit (lot #447065/ref #3118) to access the patient, but noted the following supplies inside were dried out: alcohol swabstick x3 packet (lot #mk240515sh). Cavilon no sting barrier film swabstick packet (lot #2410035/ ref # 3343k). Chloraprep one-step (lot # 4318654).